Event description:
It was reported that: "tobra arrived via fedex with broken vials. Entire 10-pack contaminated and discarded".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.